Event description:
The device was applied during a radical prostectomy procedure. Reportedly, the needle broke. The broken component was not retrieved. The hospital has reported that the pt status is satisfactory.